Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing electrical sensation at the pocket. It was also reported that pocket manipulation and pacing at high outputs do not reproduce the sensation. The device remains in use. No patient complications have been reported as a result of this event.